Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that some hours following a sleeve gastrectomy on (B)(6) 2025, internal bleeding into the stomach occurred. A total of 800 milliliters of blood was loss, however, no transfusion was given. The patient was readmitted to the theater, where the surgeon identified bleeding from the fifth and final staple fired in the staple line, specifically on the internal wall of the stapled tissue, which required suturing to control the bleeding. This resulted in extended hospitalization.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that some hours following a sleeve gastrectomy on (B)(6) 2025, internal bleeding into the stomach occurred. The patient was readmitted to the theater, where the surgeon identified bleeding from the fifth and final staple fired in the staple line, specifically on the internal wall of the stapled tissue, which required suturing to control the bleeding. This resulted in extended hospitalization.